Event description:
It was reported that, five weeks following a rotator cuff repair procedure, the pt required debridement of the wound and a drainage tube. Cultures taken were negative. White blood cell count was not typical of an infection. The sutures were removed and the pt was empirically treated with antibiotic, accordingly to the surgeon, "it finally all cleared up, but the cuff is deficient".